Event description:
It was reported that one day post implant the lead exhibited loss of sensing and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.